Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert while doing laundry. The right ventricular (rv) lead exhibited an integrity alert, short v-v intervals and oversensing. Possible electromagnetic interference could not be ruled out. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported the right ventricular (rv) lead was explanted and replaced. During the procedure to replace the lead, the set screw on the cardiac resynchronization therapy defibrillator (crt-d) would not engage. The device was explanted and replaced.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.